Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material nozzle appeared to be a dark rubbery material but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak at the connector, proper device cleaning/reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.